Event description:
Philips received a complaint on a patient monitor efficia cm10 indicating that the spo2 was incorrect. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer biomedical engineer (biomed). It was noted that the customer had switched to an alternative monitor for the patient. There was no error messages noted for this issue at the time it occurred. The problem was not able to be replicated; the device was working fine now. Based on the results of the analysis, the product malfunction was unable to be confirmed but could not be ruled out as occurring at the time of the reported event. As for precautionary measures, the customer had switched the patient to another monitor. A review of the service history for this device shows no other complaints have been received for the reported issue on this device. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. E1: repotter and reporting institution phone #: (B)(6).